Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no further medical attention was required.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of frequent urination and excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. New ran was opened in reference to ran (B)(6) , customer's replacement meter read hi. Customer received a replacement meter from us because he previously had a true result. Customer tested his meter and it read hi. Customer was feeling diabetic symptoms and I let him know to seek medical attention because he was also not able to check his blood sugar. On follow up of (B)(6) 2017: customer condition has not improved or gotten worse since the last time we spoke. Customer still has frequent urination and frequent thirst. Customer was hospitalized on (B)(6) 2017 with a reading of 549 mg/dl fasting. Customer spoke with a diabetes case manager who helped him with his symptoms. His blood sugar was taken in the hospital and it read 549 mg/dl. The case manager went through what foods to eat and how he should treat himself when he is feeling symptoms. The case manager also went through a diabetes introduction class with him in order for him to better understand his condition and how to live with diabetes. Customer was diagnosed with hyperglycemia. Customer was not treated but was told to use 35 units instead of 25 units and was also prescribed metformin and lantus insulin (again). Customer was discharged on the same day.